Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited noise with oversensing and sensing anomaly. No true atrial arrhythmias were observed. It was planning to continue to monitor the lead and patient is asymptomatic. Rep will consider decreasing the device sensitivity. They lead remained implanted.